Event description:
It was reported that the user observed a high glucose value on the dexcom app while the ilet app did not display a reading, consistent with signal loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet. Troubleshooting and education were completed, including guidance to toggle sensor selection, re-enter the pairing code, wait for sensor reconnection, perform a fingerstick, and consider manual dosing or entering a blood glucose value into the ilet while awaiting reconnection. Symptoms included hyperglycemia and a glucose peak of over 501 mg/dl with associated dry mouth. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between systems consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.